Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and suture was used. During suturing the uterus, the needle tip was bent. Another like a device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed that the needle has a bent/damaged point and marks were noted on the needle. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.